Manufacturer narrative:
Your facility did not provide any photos/samples to aid in our quality engineer¿s investigation. After review of retained samples, the failure mode of end cap fell apart was verified. A device history record was reviewed for batch/lot 0327868 and no non-conformances were noted during the manufacturing of this lot. The root cause is attributed to the equipment station for the end cap placement unto the applicator body. Corrective actions were initiated which led to bd conducting a voluntary recall on certain lots of the chloraprep hi-lite orange 26 ml applicator. Bd has confirmed that some of the product, which included this lot, had an applicator end cap that was improperly secured during the manufacturing process which resulted in broken glass dropping out of the applicator. Your facility should have received a recall notification for this failure, and it is also attached to this email. Please ensure that your facility completes the customer response form associated with the recall and follows the directions provided. Bd recognizes that customers place their trust in our products, and we strive to exceed the expectations of every customer. Your feedback is essential to our mission to improve the productivity and safety of health care globally. H3 other text : see narrative below.

Event description:
It was reported the back end of the applicator came apart causing the glass pieces to fall out onto the patient. Per nurse, chloraprep was cracked to release the solution, staff member shook the stick which caused glass pieces from the chloraprep vial to release from the top of the stick and all over the patient. Patient was carefully cleaned of all glass debris.

Manufacturer narrative:
(B)(4). Initial emdr submission. A follow up emdr will be submitted if additional information becomes available. (B)(4).

Event description:
It was reported the back end of the applicator came apart causing the glass pieces to fall out onto the patient. Per nurse, chloraprep was cracked to release the solution, staff member shook the stick which caused glass pieces from the chloraprep vial to release from the top of the stick and all over the patient. Patient was carefully cleaned of all glass debris.